Event description:
Per the clinic, the patient experienced crust and infection at the abutment site. Subsequently, the patient was treated with topical steroid and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.